Event description:
It was reported that a user experienced hypoglycemia while using the iLet with a Dexcom G7 continuous glucose monitor (CGM) after not announcing a meal and engaging in prolonged walking, with the lowest reported glucose of 67 mg/dL confirmed by fingerstick and treated with oral carbohydrates. Symptoms included feeling woozy. Outcomes included recovery without medical intervention or hospitalization. Investigation included user communication and troubleshooting focused on missed meal announcement. Investigation of this case revealed user-related factors, including missed meal announcement and increased physical activity while on the pump, which likely contributed to the low glucose; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement and activity without adjustment.

Manufacturer narrative:
Initial.